Event description:
It was reported that a user installed a new freestyle libre 3+ continuous glucose monitor (cgm) and pairing with the ilet failed, after which a rescan did not display any error messages indicating intermittent connectivity issue. No adverse clinical symptoms were reported. Outcomes included no reported impact to health or need for medical care. User support included troubleshooting and education provided by support. Investigation of this case revealed pairing failure that was subsequently resolved, consistent with a transient communication or setup issue involving the cgm pairing process. It was concluded, based on previously established findings for similar reports, that user-directed reattempt and standard troubleshooting resolved the issue, consistent with use-related or transient connectivity factors.